Manufacturer narrative:
Evaluation of the suspect device did not elude to implant malfunction. All observed damage is consistent with use of surgical instruments during removal. Imaging provided suggests that the c5-c6 disc space may have undergone asymmetric subsidence. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove a secure-c implant.